Event description:
The tip fell from the handle during a procedure. The surgeon was pulling a vessel with the tip, when the tip broke and fell inside the patient. The patient was not harmed.

Manufacturer narrative:
The (B)(4) electrocautery probe was not returned in a timely manner, therefore no investigation could be conducted.